Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the liberte/veriflex stent delivery system (sds) with stent was received with a liberte/veriflex inner packaging pouch and shelf box. It was noted during unpackaging that there was a complete separation of the hypotube near the hub. There were several bends in the hypotube and the fracture was 25.6 cm from the strain relief at the proximal end of the shaft. The fractured ends of the hypotube were flattened, consistent with kinking prior to fracture. Magnified inspection of the fracture surfaces presented no evidence of material or manufacturing deficiencies contributing to the fracture. The stent was between the markerbands and the balloon was tightly folded. There was no evidence that the balloon was exposed to positive (inflation) pressure. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the brachial artery. The 80% stenosed, 2.75x16mm concentric and denovo target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A bend of greater than 90 degrees was involved in the lesion. The lesion was predilated with a 2.0x20mm unspecified balloon, leaving 70% residual stenosis. A 2.75x16mm liberte bare stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. While attempting to 'force' the sds into the lesion, resistance was felt and when the device was removed from the patient it was noted that the distal stent struts were damaged. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the brachial artery. The 80% stenosed, 2.75x16mm concentric and denovo target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A bend of greater than 90 degrees was involved in the lesion. The lesion was predilated with a 2.0x20mm unspecified balloon, leaving 70% residual stenosis. A 2.75x16mm liberte bare stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. While attempting to ¿force¿ the sds into the lesion, resistance was felt and when the device was removed from the patient it was noted that the distal stent struts were damaged. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable.